Manufacturer narrative:
We checked the returned unit and confirmed that the aft suction tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the aft suction tube. In addition, we confirmed that the light guide cable buckled, the suction cylinder control body deformed, and the operation channel cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.